Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after the user filled the cartridge during the load sequence. Additionally, the insulin gauge was intermittently inaccurate. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 288mg/dl. Reportedly the customer continued to use the pump for insulin therapy.